Event description:
The disposable irrigation bipolar tubing that has been coming in the laminectomy packs is faulty and keeps breaking at the white elastic part where it meets the rest of the plastic tubing that goes through the wheel of the irrigator. The tubing is breaking and leaking fluid all over our esu equipment which can cause a fire or electrocute someone. We are reporting 2 today that had the same thing happen and lot numbers are different.